Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed all electrical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient was reportedly experiencing discomfort due to device migration. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics device. The recipient is reportedly doing well with the new device.